Event description:
It was reported that the patient had retrosternal chest pain worse with deep breathing a few days after implant. A CT scan found that the right ventricular (rv) lead was suspected to have protruded into the epicardial fat pad, causing a small pericardial effusion. All diagnostic testing produced normal results. The lead remains in use. The patient was a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The primary diagnosis was cardiac perforation. Subsequent echocardiograms yielded improving ejection fractions. The patient is a participant in the post approval clinical surveillance product surveillance registry.